Event description:
It was reported that the patient diagnosed with l5-s1 grade 4 spondylolisthesis, underwent surgery with implant of posterior fixation at l5-s1 with 5.5mm titanium pedicle screws and rods. No anterior support implanted. X-rays taken 7 months post-op revealed a broken screw at s1. No revision surgery has been reported. No patient complications were reported.

Manufacturer narrative:
The device is reported to remain implanted; therefore product evaluation is not possible at this time. X-ray examination reveals grade 3 spondy reduced to grade 2 with pedicle screws at l5-s1 without interbody support. S1 screw fractured. Unable to determine cause of the event.